Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/24/2022. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one opened box with thirty-one packets of product code f2829 was returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related no defects observed during evaluation. A functional test was performed, and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays performed to localize the needle? Was the needle removed from the patient? Was the procedure completed successfully? Was there any adverse patient outcome? Event related to mw # 2210968-2022-03949. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an aortic valve repair procedure on (B)(6) 2022 and suture was used. Following several passages of the needle inside the cardiac tissue, the needle pulled off the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/15/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: have x-rays been taken to locate the needle? Nope. Has the complete needle been removed from the patient? Yes. Was the procedure successful? Yes. Were there patient consequences following this incident? Nope. If yes, which ones and how were they treated? Were you able to return the device? In progress. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/26/2022. Additional information received: the issue is occurred 2 times during the same procedure and 5 times in total. 4 patients are impacted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related events: 2210968-2022-03949, 2210968-2022-03951, 2210968-2022-03953, & 2210968-2022-03954.